Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that five months post-operatively the patient reported very disturbing monocular diplopia in the near focus range which did not resolve with visual aids. The patient underwent bilateral iol implantation of rayner galaxy iols on (B)(6) 2025. The patient elected to undergo an additional surgery whereby the lens was explanted and exchanged. Post lens exchange, the patient is confirmed to be happy with their vision and results. The device has not been returned to rayner. There are many factors which may influence the post-operative outcome of the patient including but not limited to; incomplete removal of ovd following iol implantation (capsular block/capsular bag distension syndrome), dry eye during biometry measurement, incorrect product selection, aniseikonia combined with unsuitable lens power selection, wrong lens power caused by incorrect biometry readings/calculations (e.g., previous lasik procedure), incorrect power selection (not using optimised a-constants may be a contributory factor in this scenario - surgeons must always expect to personalise their own constants based on initial patient outcomes, with further personalisation as the number of eyes increases.), posterior synechiae, irregular capsular bag contraction, patient medical history (e.g., glaucoma, pseudoexfoliation syndrome), lens decentration or dislocation, incorrect or unstable fixation within the capsular bag, post-operative rotation of the lens, lens does not fit anatomy of the eye (e.g., too large or too small), capsulorhexis diameter too large and induced surgical astigmatism. There is a period of adaptation associated with any iol implantation, referred to as neuro-adaptation. Rayner has previously been advised that neuro-adaptation can take up to six months to achieve and that a small percentage of patients (approximately 3-5%) are just never able to adapt to the functional style of the lens. It is possible that the combination of iols led to a neuro-adaptation factor in this case; however, this cannot be confirmed. Our review of production records for the rayone galaxy rao605g batch: 015261303 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g batch: 015261303. It is not possible to determine the root cause of the visual outcome in this case.

Event description:
On 24th november 2025, rayner received notification from a healthcare facility in germany of an event that occurred following implantation of a rayone galaxy rao605g. The event description provided states that five months post-operatively the patient reported very disturbing monocular diplopia in the near focus range which did not resolve with visual aids.